Manufacturer narrative:
The patient has received a replacement unit.. A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
According to the patient, he was at home while he noticed his home unit had a burning smell. The fumes started to irritate his lungs and then he started to cough up blood due to the fume from the device. So, he decided to go the emergency room for observation. He was there for a couple of hours. He got a cat scan done, they gave him some antibiotics, nebulizer and breathing treatment along with supplementary oxygen.